Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was distorted, the defibrillation coil was distorted, the defib conductor fractured due to overstress, the outer tubing was melted, the outer insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; partial lead in segments returned and analyzed.

Event description:
It was reported that the right ventricular lead had high thresholds and increased r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.